Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not notify them of an alarm. The customer also reported that they were unable to review the missed alarm under arrhythmia recall tab as it was greyed out. No harm or injury was reported. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) did not notify them of an alarm.